Event description:
During a bowel resection procedure, the staples did not form properly. The surgeon used another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. 07/07/97-supplemental report #1 submitted to FDA. The reported condition was confirmed. However, the exact cause could not be reliably determined as only half of the broken component was returned for evaluation.